Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation is ongoing. Hmag reference number: (B)(4). FDA reference: (B)(4).

Event description:
It was reported to hamilton medical ag, that: on 13th may 2026 the hamilton-t1 ventilator (pn 1610060 / sn (B)(6) and breathing circuit set (pn unknown / lot unknown) passed pre-use check, but when connected to the patient displays "exhalation obstruction" alarm and cannot ventilate. Patient involvement with medical intervention (natural of medical intervention unknown) was reported. However, no patient, user or third party harm was reported.